Event description:
It was reported that an amia device experienced a low priority alarm 30176 (max air exceeded). The home patient (hp) was connected at the time of the alarm. This occurred during an unspecified cycle of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from an unspecified location during use of an amia cassette that led to this alarm. The leak was further described as "floor is wet but none of the bags or drain bag is leaking"; all bags were properly connected. Renal therapy services (rts) advised the hp to close all the clamps and transfer set. Rts assisted the hp with removing the cassette and referred them to their pd registered nurse regarding the issue. Rts reviewed proper procedures per the user manual with the hp. The hp would complete therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.